Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was completed on the sample and the device was found to be within the proper product specification range. Based on the analysis result, the infusor was determined to be conforming product. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced an overinfusion while connected to a large volume infusor. Five days prior to the receipt of this report, the patient was connected to the device. The following day, the device was stopped for approximately 90 minutes. The pump was restarted. It was noted the device was running slow and the patient¿s vascular access port was flushed with good results. The following day, the patient observes the pump is empty. The infusor was filled with 91.8 ml of fluorouracil (50mg/ml) and 100 ml of glucose (50mg/ml). The infusor was filled with 192ml ((B)(4)% of nominal fill volume). There was no patient injury or medical intervention associated with this event. No additional information is available.